Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that the device was used during the laparoscopic cholecystectomy, the clip closed contorted; another clip did not reload. Another device to complete the case with no patient consequence.